Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that an anterior capsule tear occurred after the laser portion of a laser assisted cataract procedure. The tear was noted during phacoemulsification and irrigation/aspiration. The doctor noted that there is rarely an anterior capsule tear during cataract surgery if the laser is not used.

Manufacturer narrative:
The company representative (cr) visited the site and evaluated the system due to the reported event. Per the cr, no system issues were found that could contribute or be the cause to the reported event. The cr tested and verified the system to meet specifications prior to departure. A review of the manufacturing records in device history record(s) (DHR) did not reveal any related non-conformity during manufacturing for this system. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)